Event description:
The customer reported light error code during laparoscopic cholecyctectomy procedure which was completed with same device involving an olympus video system center. There were no reports of patient injury.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.